Manufacturer narrative:
The device has been scrapped by the manufacturer.

Event description:
It was reported that during a surgical procedure at the user facility that the attachment was taken off and all the bearings fell from the handpiece onto the bed and floor. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility that the attachment was taken off and all the bearings fell from the handpiece onto the bed and floor. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.